Event description:
The customer reported to olympus that the patient swallowed the cradle endo capsule and informed the staff they have a pacemaker. The patient was monitored for one hour and sent home with the instruction to monitor. The study was completed and results were obtained without any problems, and the patient was not harmed.

Event description:
This report is being supplemented to provide the correct model number: maj-2027. New information added to the following field: d4.